Manufacturer narrative:
This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a cori assisted tka surgery one (1) ri robotic drill attachment locked/stuck on handpiece, therefore the drill tracker is also stuck on the handpiece. The procedure was performed, without any delay by used the saw for the distal cut. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that the case was completed navigated with cori but used the saw for the distal cut. It was determined that the issue does not meet the criteria to be reportable. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury. H3, h6: the ri robotic drill attachment, part number rob10015, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a failure of the drill exposure motor encoder board or improper disassembly. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Additional information: d5, d7a, d8, e1 (name prefix/title) corrected data: e1 (city), g2, h6 (health effect - impact code).